Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, heparin was administered after transseptal puncture (tsp). When the physician inserted the pigtail catheter into the was sheath and engaged the appendage, a thrombus was noted on the pigtail catheter. The physician immediately removed the pigtail from the patient and observed a small clot on it. However, there was still a thrombus on the was sheath. The physician attempted to aspirate the was sheath multiple times, but the clot was located on the outside of the sheath and could not be suctioned into the lumen. Approximately 400 cc of blood were withdrawn when trying to aspirate the clot. The physician also attempted to use a non-boston scientific device to remove the clot, but this was unsuccessful. The patient began to decompensate due to hypotension, requiring a blood transfusion. The physician waited for the on-call interventional cardiologist (ic) to arrive and place a sentinel device. Subsequently, the physician pulled the was sheath to the right side. It appeared that the clot remained on the was sheath and did not dislodge. The patient had no neuro deficits upon waking up and her hemoglobin was 12 that night, a few hours after extubation. The patient was discharged on (B)(6) 2025 and is expected to fully recover.